Event description:
It is reported that while tightening the tibial augment screws, the driver tip broke.

Manufacturer narrative:
Eval summary: as returned, the ball end hex has fractured from the device is missing. The device has a potential field age of approximately 5 yrs at the time of fracture. However, the number of uses and applications are unk. This instrument is intended for femoral augment attachment and to advance a threaded placeholder on the adjustable alignment blocks of the em uni-instrumentation only as indicated by the "femoral augments or uni em only" etch on the shaft of this instrument. Additionally, the uni mis em surgical technique clearly states "do not over torque the adjustment screw [of the adjustable alignment blocks]" as doing so would place a much greater torque on the screwdriver than it was originally designed for. Lab testing was conducted at the time of development which shows that sufficient strength for attaching the augments can be achieved without detrimental effect on the device. Although the per states that the device broke while tightening the tibial augments, previous uses are unk. It is unk if the amount of torque applied to the device to attach the tibial augments to the tibial component was excessive. Therefore, the definitive cause of the failure cannot be determined. As returned, the hex portion of the driver has fractured and not returned. Device history records have been reviewed and appear to be conforming. The device conforms to print specifications, where measured, including hardness. Surgical detail, aside from that mentioned in the alleged issue description, is not available.